Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr06, implantable pulse generator, (B)(6) 2011. (B)(4).

Event description:
It was reported that an insulation breach was visually observed on the lead. The lead wire was amputated and a cap placed in the ventricular port. No patient complications have been reported as a result of this event.